Manufacturer narrative:
6947-65 lead implanted (B)(6) 2010, 5568-53 lead implanted (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the left ventricular lead was turned on to address the patient's congestive heart failure, it had high threshold and no capture. The lead was reprogrammed, and then it was electrically abandoned in favor of right ventricular pacing only. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the lead was turned back on and the configuration and output were set.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.